Manufacturer narrative:
Corrected data: d9 (¿no¿ was selected in error on the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified, nor could the phenomenon be confirmed/reproduced. However, it¿s likely the cause is related to dirt located inside the unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that scope communication error b30 occurred on evis exera iii video system center. The issue occurred during preparation for use. There was no patient harm associated with the event.

Manufacturer narrative:
An olympus field service engineer (fse) evaluated the device at the facility. Upon inspection and testing, when connecting an endoscope, communication error b30 appeared, in addition the fse noticed some fragments of dirt at the rear end of the connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.